Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event; the customer was performing a diagnostic procedure, which was aborted. Philips investigated in response to a customer report that the system was unable to produce x-rays. The complaint did not include further details about the nature of the issue. As the customer refused our service, no service action was performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.